Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he received a motor error while he rewound his pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.